Manufacturer narrative:
The device will not be returned as it was lost after the case. If additional information becomes available, it will be provided in a supplemental report.

Event description:
When the surgeon was tightening the screw, the head broke off. The broken piece was recovered and removed from the patient, but the other part of the screw is still in. There was no issue to patient nor was there a delay in surgery.

Manufacturer narrative:
The device will not be returned as it was lost after the case. If additional information becomes available, it will be provided in a supplemental report.

Event description:
When the surgeon was tightening the screw, the head broke off. The broken piece was recovered and removed from the patient, but the other part of the screw is still in. There was no issue to patient nor was there a delay in surgery.